Event description:
A malfunction alarm occurred with the pump during pumping, identified as alarm 20. There was no adverse impact on the customer¿s blood glucose level. Technical support assisted the customer with loading a new cartridge, but the issue persisted, so a replacement pump was arranged. The customer reverted to using an insulin pen as a backup therapy.